Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -6.5/+1.0/166 into the patient's right eye (od) on (B)(6) 2023. The lens was exchanged on (B)(6) 2023 for a longer length lens due to low vault and lens rotation. This resolved the problem. Cause of event reported as unknown and it was reported that the device did not fail to perform as intended.